Event description:
During a pvi procedure with non-abbott (non-esi farapulse by boston scientific), bleed back from the valve of the sheath was observed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.